Event description:
It was reported to boston scientific corporation that a percuflex¿ plus ureteral stent was implanted during a cystoscopy with double j stent placement procedure performed on (B)(6) 2015. According to the complainant, on (B)(6) 2015, the implanted stent was found calcified at the j portion of kidney and was successfully removed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted. Additional information received on 22jul2015. Stent was implanted at the urinary tract was scheduled to be removed on (B)(6) 2015. The stent was removed using grasping forceps.

Manufacturer narrative:
A visual analysis of the device found section of the device working length, near the pigtail was calcified. The evaluation concluded that the most probable root cause for this event is related to the anatomical and procedural factors that most likely limited the integrity of the device. It is possible that the stent calcification may have been generated because the device remained in the patient's body for a certain length of time. The most probable cause is considered operational context. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was implanted during a cystoscopy with double j stent placement procedure performed on (B)(6) 2015. According to the complainant, on (B)(6) 2015, the implanted stent was found calcified at the j portion of kidney and was successfully removed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted. (B)(4). Stent was implanted at the urinary tract was scheduled to be removed on (B)(6) 2015. The stent was removed using grasping forceps.

Event description:
It was reported to boston scientific corporation that a percuflex¿ plus ureteral stent was implanted during a cystoscopy with double j stent placement procedure performed on (B)(6) 2015. According to the complainant, on (B)(6) 2015, the implanted stent was found calcified at the j portion of kidney and was successfully removed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
Exact patient age unknown, but reported to be over 18 years of age. Reported event of stent calcified. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.